Event description:
(B)(6) received a report from a durable medical equipment (dme) supplier stating that a smartmonitor 2 (sm2) infant apnea monitor alarmed too late for an apneic patient event. The event reportedly occurred (B)(6) 2013, the exact time is unknown. No specific resulting effect on the patient has been reported. The patient was reportedly transported to the hospital. The device was reportedly in use and alarmed too late. The dme has been contacted for additional patient information. However, no additional information is available at this time.

Manufacturer narrative:
(B)(4). The sm2 is intended for use in continuous monitoring of heart rate and respiration of infant patients in a home, hospital, or portable environment. The sm2 device is designed to monitor respiration, and heart rate. Upon detection of abnormal events, the sm2 alerts the caregiver via both visual and audible alarms and records the information for subsequent clinical review. Patient alarm limits are set by a health care professional before the sm2 is delivered to the patient and are typically set up with prescribed settings which include a delay before recording apneas and a delay before annunciating an alarm for an apnea condition. It is not known whether or not the device allegedly alarmed too late for the prescribed settings or if the customer felt that the prescribed settings for the apnea alarm delay were not appropriate. The device has been received by the manufacturer and is currently awaiting evaluation. The devices settings and functionality will be analyzed and the evaluation findings will be detailed in a follow-up additional information report once the investigation has been concluded.